Event description:
It was reported that sometimes post a port placement, the tube was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one photo and two electronic images were provided for review. The films are dated (B)(6) 2020 and (B)(6) 2024. Both demonstrate the device having been inserted via a right jugular access. The port and catheter are faintly seen. The tip of the catheter cannot be recognized in either film. The photo shows the powerport attached to the groshong catheter. Cathlock was noted on the catheter and blood residues were noted throughout. No visual damage was noted on the catheter. Therefore, the investigation is inconclusive for the reported catheter fracture issue as no objective evidence was obtained from the provided photo and images. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp that are cleared in the us. The pro code and 510 k number for the MRI powerport isp are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement procedure, the tube was allegedly broken. There was no reported patient injury.